Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of premature labour ("preterm contractions/tightness around the front of her stomach and it is making back pain on her right/pain on her left and right side"), haemorrhage in pregnancy ("light spotting"), pregnancy with contraceptive device ("pregnant with fifth child") and umbilical cord prolapse ("umbilical cord prolapse at complete-I station with hand presentation") in a (B)(6) female patient (gravida 6, para 5) who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 4, ectopic pregnancy, abortion of ectopic pregnancy, c-section, vaginal delivery, infection (she was treated with antibiotics), pap smear abnormal, milk allergy, asthma, pneumonia, chickenpox, blood pressure high (father and grandfather), diabetes (grandfather), heart disease, unspecified (grandfather), nonsmoker, premature delivery, abstains from alcohol, postpartum state (at time of essure insertion) and uterine cancer (maternal grandmother had uterine cancer at (B)(6).). On (B)(6) 2015 history and physical: patient is g6, p3-1-1-4, admitted at 39 weeks for induction of labor secondary to history of fast labor. The patient has occasional contractions and cervix was 1 to 2 cm upon admission. Her pregnancy was complicated by history of essure and preterm contractions in this pregnancy. She has a history of previous c-section and suspected history of pprom (interpreted as preterm premature rupture of membranes) and preterm delivery. In 2013 she had a miscarriage and subsequently had an essure placed and present pregnancy was 2014 after essure. Essure was done on (B)(6) 2013. Previously administered products included depo provera for birth control and iud nos for birth control. Concurrent conditions included exposure during breast feeding, amenorrhoea (at time of essure insertion; probably secondary to pumping of breast.) And gallbladder disease. On (B)(6) 2013, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. On (B)(6) 2015, 708 days after starting essure, the patient experienced haemorrhage in pregnancy (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced premature labour (seriousness criteria medically significant and clinically significant/intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), umbilical cord prolapse (seriousness criterion medically significant) with nonreassuring foetal heart rate pattern, foetal malpresentation ("umbilical cord prolapse at complete-I station with hand presentation"), anxiety ("anxiety") with fear, wound complication ("c-section incision is red and states it has an odor"), headache ("headaches"), dizziness ("lightheadedness with some spots"), visual impairment ("lightheadedness with some spots") and pelvic adhesions ("adhesions of the left adnexa, adhesions of the lower uterine segment to the bladder wall"). The patient was treated with oxycocet (percocet), ibuprofen (motrin), hydrocodone and surgery (caesarean section on (B)(6) 2015). At the time of the report, the premature labour, haemorrhage in pregnancy, pregnancy with contraceptive device, umbilical cord prolapse, foetal malpresentation, anxiety, headache, dizziness, visual impairment and pelvic adhesions outcome was unknown and wound complication had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2015. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered premature labour, haemorrhage in pregnancy, pregnancy with contraceptive device, umbilical cord prolapse, foetal malpresentation, anxiety, the first episode of wound complication, the second episode of wound complication, headache, dizziness, visual impairment and pelvic adhesions to be related to essure. The reporter commented: before procedure insertion, she received vicodin, valium, doxycycline and cytotec called in. Essure implants were placed without difficulty and adequate coils were noted after the procedure. The patient tolerated this well. For incident pregnancy case : refer to the case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2013: human chorionic gonadotropin result was negative. On (B)(6) 2013: human chorionic gonadotropin result was negative. On (B)(6) 2013-hsg: left coil is in normal position with complete tubal closure. Right does not appear in normal position and may be transmural. There is filling of a tubal structure without free spill into the peritoneum that follows a symmetric course of the other tube. Impression: complete left tubal closure. Irregular position of the right essure device which may represent a perforation (see case (B)(4)) on (B)(6) 2014-usg scan: ectopic pregnancy ruled out. Right essure appears displaced into right myometrium. Left essure appears wnl. On (B)(6) 2014-right essure appears displaced into right myometrium. Left essure appears within normal limits on (B)(6) 2015-usg: 18 wk normal fetal growth for gestational age. Essure in myometrium on (B)(6) 2015 discharge summary: the pregnancy was uncomplicated during the prenatal visits except for preterm contractions. She was admitted for induction at 39wks. Secondary to non-reassuring fetal heart tracing (umbilical cord prolapse) she was taken for repeat c-section (on (B)(6) 2015, uncomplicated). During the c-section her left essure was seen in the myometrium just underneath the subserosa. The right essure knee showed was felt but not seen. On (B)(6) 2015: transabdominal and transvaginal ultrasound: small echogenic structure right side of the uterus, most likely a portion of an essure device embedded in the uterine wall. On (B)(6) 2015 operative report: robotic total laparoscopic hysterectomy with bilateral salpingectomy. The patient had an essure on the left cornua extending all the way up to the midline of the myometrium. Adhesions of the left adnexa to the pelvic wall and to the lower uterine segment to the bladder wall. Secondary to the presence of essure into the subserosa into the myometrium a decision to perform hysterectomy was done as the essure device was present in the left cornua extending up to the mid myometrium on the serosal surface on the left side of the uterus. Most recent follow-up information incorporated above includes: on 28-mar-2017: correction following company internal coding review. The event c-section incision is red and states it has an odor was splitted and recoded to meddra llt wound erythema and llt wound odour (pt wound complication). Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and got pregnant with her fifth child. During this pregnancy, she had premature labour (preterm contractions/tightness around the front of her stomach and it is making back pain on her right/pain on her left and right side), haemorrhage in pregnancy (light spotting) and umbilical cord prolapse (with hand presentation), which led consumer to an emergency c-section (therefore, previous reported event c-section was deleted). Pregnancy with contraceptive device and premature labour are anticipated whereas the other events are unanticipated in essure's reference safety information. Pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance. In this case, it was reported that on consumer's hsg, essure was not in proper position. Consumer had experienced a previous ectopic pregnancy with essure. A causal relationship between pregnancy and essure cannot be excluded. Due to the essure coils hanging into the uterine cavity, an impact on the amniotic sac cannot be excluded. Therefore, a causal relationship between premature labour and haemorrhage in pregnancy can formally not be excluded. Abnormal presentation, prematurity or low-birth weight, polydramnios, obstetric manipulation, multiparity, multiple gestation are risk factors for its occurrence. In this particular case, it was mentioned that foetus was in hand presentation. Considering that umbilical cord prolapse is a complication that occurs prior to or during normal labours, a causal relationship with essure was considered unrelated. This case was regarded as incident due to serious injury related to essure. In addition, non-serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of premature labour ("preterm contractions/tightness around the front of her stomach and it is making back pain on her right/pain on her left and right side"), haemorrhage in pregnancy ("light spotting"), pregnancy with contraceptive device ("pregnant with fifth child") and umbilical cord prolapse ("umbilical cord prolapse at complete-I station with hand presentation") in a (B)(6) year-old female patient (gravida 6, para 5) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 4, ectopic pregnancy in 2013, abortion of ectopic pregnancy in 2013, c-section in 2009, vaginal delivery, infection (she was treated with antibiotics), pap smear abnormal in 2006, milk allergy, asthma, pneumonia, chickenpox, blood pressure high (father and grandfather), diabetes (grandfather), heart disease, unspecified (grandfather), nonsmoker, premature delivery in 2009, abstains from alcohol, postpartum state (at time of essure insertion), uterine cancer (maternal grandmother had uterine cancer at age (B)(6).), exploratory operation in 2011, spontaneous abortion and premature birth. (B)(6) 2015 history and physical: patient is g6, p3-1-1-4, admitted at 39 weeks for induction of labor secondary to history of fast labor. The patient has occasional contractions and cervix was 1 to 2 cm upon admission. Her pregnancy was complicated by history of essure and preterm contractions in this pregnancy. She has a history of previous c-section and suspected history of pprom (interpreted as preterm premature rupture of membranes) and preterm delivery. In 2013 she had a miscarriage and subsequently had an essure placed and present pregnancy was 2014 after essure. Essure was done on (B)(6) 2013. Patient denies alcohol use. Previously administered products included for birth control: iud nos and depo provera. Concurrent conditions included exposure during breast feeding, amenorrhoea (at time of essure insertion; probably secondary to pumping of breast.) Since (B)(6) 2013, gallbladder disease, cramp since (B)(6) 2014, offensive vaginal discharge since (B)(6) 2014, period pains since (B)(6) 2014, vaginal discharge since (B)(6) 2014, allergic rhinitis since (B)(6) 2014, vertigo since (B)(6) 2014, hot flashes since (B)(6) 2015, mood swings since (B)(6) 2015, weight gain since (B)(6) 2015, c-section since (B)(6) 2015 and hysteroscopy since (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 1 year 11 months after insertion of essure, the patient experienced haemorrhage in pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced premature labour (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), umbilical cord prolapse (seriousness criterion medically significant) with nonreassuring foetal heart rate pattern, foetal malpresentation ("umbilical cord prolapse at complete-I station with hand presentation"), anxiety ("anxiety") with fear, incision site erythema ("c-section incision is red"), wound complication ("c-section incision has an odor"), headache ("headaches"), dizziness ("lightheadedness with some spots"), visual impairment ("lightheadedness with some spots") and pelvic adhesions ("adhesions of the left adnexa, adhesions of the lower uterine segment to the bladder wall"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2015. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with oxycocet (percocet), ibuprofen (motrin), hydrocodone and surgery (caesarean section on (B)(6) 2015). At the time of the report, the premature labour, haemorrhage in pregnancy, pregnancy with contraceptive device, umbilical cord prolapse, foetal malpresentation, anxiety, headache, dizziness, visual impairment and pelvic adhesions outcome was unknown and the incision site erythema and wound complication had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2015. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered anxiety, dizziness, foetal malpresentation, haemorrhage in pregnancy, headache, incision site erythema, pelvic adhesions, pregnancy with contraceptive device, premature labour, umbilical cord prolapse, visual impairment and wound complication to be related to essure. The reporter commented: before procedure insertion, she received vicodin, valium, doxycycline and cytotec called in. Essure implants were placed without difficulty and adequate coils were noted after the procedure. The patient tolerated this well. For incident pregnancy case : refer to the case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2013: negative; on (B)(6) 2013: negative (B)(6) 2013-hsg: left coil is in normal position with complete tubal closure. Right does not appear in normal position and may be transmural. There is filling of a tubal structure without free spill into the peritoneum that follows a symmetric course of the other tube. Impression: complete left tubal closure. Irregular position of the right essure device which may represent a perforation (see case (B)(4)) (B)(6) 2014 : hcg quant <5. (B)(6) 2014 : checked for anemia 3 weeks ago, cbc was normal. No breast tenderness. Not spotting in between periods. (B)(6) 2014 : us pelvis : impression: linear hyper echoic area in the right side of the uterus could represent an essure implant. The left ovary is not visualized. (B)(6) 2014: pregnancy test, urine: positive. (B)(6) 2014 - usg scan: ectopic pregnancy ruled out. Right essure appears displaced into right myometrium. Left essure appears wnl. (B)(6) 2014 - right essure appears displaced into right myometrium. Left essure appears within normal limits (B)(6) 2015 - usg: 18 wk normal fetal growth for gestational age. Essure in myometrium (B)(6) 2015: bilateral choroid plexus cysts and an echogenic focus was seen the lvot. Echogenic focus in the fetal ventricular. Genetic sonogram shows echogenic intra-cardiac focus and bilateral choroid plexus cyst was seen in the lateral ventricles. There is an echogenic structure measuring 2.3 cm seen within the myometrium, per sonographer it is displaced essure. (B)(6) 2015: ultrasound 23 w1d. Edd ((B)(6) 2015), determined by (early ultrasound (B)(6) 2014), edd (B)(6) 2015. Isolated echogenicfocus in the fetal ventricle. Genetic sonogram shows echogenic intra-cardiac focus as an isolated marker. Although this may slightly increase the risk for fetal down syndrome, the patient remains at low risk. The bilateral choroid plexus cysts seen on the prior ultrasound were not seen on todays study. (B)(6) 2015 discharge summary: the pregnancy was uncomplicated during the prenatal visits except for preterm contractions. She was admitted for induction at 39 wks. Secondary to non-reassuring fetal heart tracing (umbilical cord prolapse) she was taken for repeat c-section (on (B)(6) 2015, uncomplicated). During the c-section her left essure was seen in the myometrium just underneath the subserosa. The right essure knee showed was felt but not seen. (B)(6) 2015: transabdominal and transvaginal ultrasound: small echogenic structure right side of the uterus, most likely a portion of an essure device embedded in the uterine wall. (B)(6) 2015 operative report: robotic total laparoscopic hysterectomy with bilateral salpingectomy. The patient had an essure on the left cornua extending all the way up to the midline of the myometrium. Adhesions of the left adnexa to the pelvic wall and to the lower uterine segment to the bladder wall. Secondary to the presence of essure into the subserosa into the myometrium a decision to perform hysterectomy was done as the essure device was present in the left cornua extending up to the mid myometrium on the serosal surface on the left side of the uterus. (B)(6) 2015 : pathology test : diagnosis: uterus and cervix, bilateral fallopian tubes, hysterectomy and salpingectomy: uterus: proliferative-type endometrium. Myometrium without significant pathologic alteration. Cervix without intraepithelial neoplasia and malignancy. Fallopian tubes: microscopic lipoma (2.2 mm) in right fallopian tube, negative for malignancy. Concerning the injuries reported in this case, the following one was described in patient's medical records: pregnancy with contraceptive device. Most recent follow-up information incorporated above includes: on 31-jul-2017: final report was ticked and evaluation codes added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.